Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated there was a trending of impedance on this rv lead over the last year and have gone up by 100 ohms. The physician was dr. (B)(6) at (B)(6) center at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).